Event description:
It was reported that during a routine follow-up, the pulse generator exhibited backup vvi. The patient was asymptomatic and had been lost to follow-up for over two years. A user download was unsuccessful. Given the length of service and the patient's pacemaker dependency, further attempts to restore the device would not be made. The pulse generator would be replaced.